Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A company representative reported that during laser assisted flap creation, an error message occurred. Low suction was indicated. Laser was not interrupted and surgery was completely successfully. Successful vacuum test of the system following surgeries was conducted without any incidents. The physician does not assume an insufficient quality of the medicinal product, as presumably the condition of the cornea or a movement of the patient was the cause.

Manufacturer narrative:
Additional information provided. The manufacturer internal reference number is: (B)(4).

Event description:
Upon follow up, patient current status is excellent.

Manufacturer narrative:
Additional information provided. Review for the day of treatment shows during start up, the vacuum check, the energy check and the ablation check were performed successfully without issue. The logfile shows during the docking phase of the reported treatment, the user got some trouble to achieve good suction two value. During the bed cut of the reported treatment, a message appeared but the user could go on and finished the treatment without further problems. The message was shown because the suction value for suction two was oscillating at the lower limit. After that the user renewed the vacuum check successfully and performed the further two treatment without any issues. The logfile shows energy stayed stable. The reported problem can be confirmed and is most possible caused by the movement of the patient´s eye. No technical failure can be identified by reviewing the logfile. The physician does not assume an insufficient quality of the medicinal product, as presumably the condition of the cornea or a movement of the patient was the cause. The manufacturer internal reference number is: (B)(4).